Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's current blood glucose level was 429 mg/dl. Customer's blood glucose level was 180 mg/dl at the time of incident at the last night. The customer did not provide the symptoms and treatment information regarding high blood glucose. The customer stated that morning changed it but did not pick up any sensor signal on 3 sensors. Troubleshooting was provided for loss of communication. The insulin pump was not returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.